Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the short port btt would not allow co2 to enter and maintain the radial tunnel after dissection. The insufflator was checked and a replacement short port btt was used from an evh accessory kit; however, the replacement btt was not successful. The procedure was converted and the forearm was opened to harvest the radial artery. Refer to MFR report # 2242352-2013-00912 for the related report for the first device that was used.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).